Event description:
It was reported that an alleged band leakage occurred. The device was not efficient. There was no reported pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.